Event description:
The patient reported that she continues to get a substantial amount of air bubbles in her infusion set tubing. The pt first though it was her infusion set tubing causing the air bubbles, but now is convinced that her insulin infusion device is causing the air bubbles. She does not believe it is the infusion set tubing because the issue has occurred with different infusion sets coming from different boxes. The pt's blood glucose did elevate to 200 mg/dl because of this issue. Her normal range is 70-120 mg/dl. She reported symptoms of feeling very thirsty, tired and feeling gross with her elevated blood glucose. No medical treatment was necessary. The product has been requested for return to be evaluated.